Event description:
The initial MDR noted a processor hardware failure (linux core). However, during investigation, clinical application failure due to software bug that introduced race condition was identified. The root cause of the problem is a concurrency issue. The annunciation of the tubing set problem alarm halts flow. Likewise, the annunciation of the tubing set problem alert occurs when the administration set is loaded, and therefore the device is not delivering fluid. The anomaly results in the malfunction of the clinical application component of the lvp-sw which in turn will result in a moderate delay of therapy hazard. Anomaly affects only starting or resuming delivery of an infusion in specific circumstances related to a damaged administration set. The anomaly has been addressed with the installation of lvp sw version 5.9.2. Fresenius kabi will continue to monitor complaint trends to verify effectiveness.

Event description:
The following has been reported: reported/incident date: on (B)(6) 2024 office location:(B)(6) pump serial number: (B)(6) type of alarm: red lights on both channels with alarm, no on screen message pump infusing? No patient harm? Delay in care to switch out pump hard power reset? Yes result of power reset? No alarm reported by: rn other notes: per rn, "froze while programming mvasi (bevacizumab) then both lights started flashing red and the pump made a high-pitched sound." Notes: 1. This pump did not appear on the ivenix systems dashboard "maintain devices by maintenance alarm". 2. Device log from systems dashboard below. 3. Flowctrl.log screen capture from pump also below. 4. Test infusion ran on 10.1 (30 ml ns over 15 minutes): no alarm. Additional logs pulled after test infusion. Addtional information 10/08/2024: customer reported no medical issues as a result of delay of care. Customer updated pump, completed test infusion, no issues and sent logs. A preliminary review of the logs identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.